Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. Integrity testing (connection between patient adaptor and in - lab titanium adaptor) was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the transfer set was idled and could not properly connect to the titanium adaptor; there was no allegation against the titanium adaptor. This occurred during use. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.